Event description:
Family member called to report customer had high bgs resulting from set having bent cannulas. Also set coming out during sleep. Customer has lost 6-8 lbs and may need to try another infusion set. Customer was admitted to the hospital twice as a result of their high bgs.